Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Customer returned meter for investigation. The complaint was not confirmed. Meter powered on with button and with insertion of approved test strip.no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
The customer reported an unknown high readings issue and that they "passed out" while at the wheel and woke up. The paramedics were called and the customer cannot recall the treatment given. The customer also does not know if they were taken to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the device manufacture date is unknown since the meter serial number is unknown. In addition, the customer reported a second meter (B) (4); however, it is unclear which meter the customer was using at the time of the medical event.